Event description:
In an article titled: 'is kyphoplasty reliable for osteoporotic vertebral compression fracture with vertebral well deficiency?", the following events were reported: cement leakage was detected in only one of the operated vertebral bodies. The leakage occurred laterally and without clinical consequences. No additional info was reported. Note: this article originated from (B)(4), however, kyphoplasty products are not distributed in (B)(4).

Manufacturer narrative:
Report source: article titled "is kyphoplasty for osteoporotic vertebral compression fracture with vertebral wall deficiency?", by jun zou, xin mei, minfeng gan, genlin wang, jian lu, huilin yang that: "this prospective study, carried out from (B)(6) 2003 to (B)(6) 2006. Method: device not returned, internal review of literature, follow-up with author.